Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt, (age not provided), initials unk, with osteoarthritis (kellgran lawrence grade 4 and with severe prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous medical device implantation with synvisc (one course), arthroscopy and arthroscopic synovectomy. It was reported that the age of the pt at the time of first injection of first course was (B)(6). On (B)(6) 1998, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (second course), in the left knee. The lot number of synvisc was not provided. On (B)(6) 1998, the pt developed synovitis in the left knee. On an unspecified date in 1998, 25 cc of yellow fluid was aspirated from the left knee. Later the pt was treated with intra-articular celestone (betamethasone) at a dose of 2 cc. The action taken with synvisc treatment was not provided. On (B)(6) 1998 (4 days later), the pt recovered from the event of synovitis in the left knee. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis in the left knee and left knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and was not provided for the event of left knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.